Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months later, inferior vena cavogram was performed and compared with inferior vena cava filter placement. Through right internal jugular vein access, the filter retrieval was attempted. After six days, venogram was performed and the thrombus was also noted to significantly surrounded and extended around the inferior vena cava filter with thrombus noted to the inferior vena cava above the filter at the origin of the left renal vein. Therefore, the investigation is inconclusive for filter limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts detached. The device and struts have not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.